Event description:
It was reported that the compact speed reducer device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the device had no rotation. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device was returned for an unspecified malfunction. (B)(4) evaluated the device and observed that the device would not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.